Event description:
It was reported that an open anterior resection of rectum, the device partially cut. The sound that the washer made was not heard. When the adjusting knob was rotated one time in counter-clockwise revolution and the device was pulled out, the anastomosis site was oozing and no transfusions were required. The donuts were formed on the both oral and anus sides. The site was anastomosed again with another device. There were no adverse consequences to the patient. After the operation, it was confirmed that the washer was not cut through.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.